Manufacturer narrative:
Results: resistance was encountered while attempting to advance the returned ruby coil from its returned position and the ruby coil could not be advanced at all. The introducer sheath was removed from its pusher assembly and the ruby coil was re-sheathed correctly. Resistance was encountered again as the offset coil winds bunched up inside the introducer sheath and the ruby coil could not be advanced any further. Conclusion: evaluation of the returned ruby coil revealed that the introducer sheath was loaded backwards, and the embolization coil had offset coil winds. If the introducer sheath is loaded backwards, resistance may be experienced while attempting to advance the coil out of its introducer sheath. Subsequently, if the ruby coil is advanced against resistance, damage such as offset coils winds may occur. During the functional test, after re-sheathing the returned ruby coil correctly, resistance was encountered as the embolization coil bunched up inside its introducer sheath and the coil could not be advanced any further. Evaluation of the returned non-penumbra microcatheter revealed a functional device. During the functional test, a stainless mandrel and a demonstration ruby coil were advanced through the non-penumbra microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. It was noted that the patient had a tortuous anatomy. During the procedure, the physician successfully implanted four coils into the target location using a non-penumbra microcatheter. The physician then attempted to advance a ruby coil through the microcatheter, but encountered resistance half way through. The physician withdrew and flushed the ruby coil, however, during re-advancement the same issue occurred. The ruby coil was therefore removed. The procedure was completed using a lantern delivery microcatheter, three ruby coils, and four pod packing coils. There was no report of an adverse effect to the patient.